Manufacturer narrative:
A review of system data found no issues with the system that would have caused the ae.

Event description:
Patient had a flare up of a furuncle/cyst in her underarm. Patient was prescribed doxycycline, ibuprofen and ice packs.